Event description:
It was reported that the patient's artificial urinary sphincter cuff and balloon were replaced for unspecified reasons. A 3.5 cm cuff and 61-70 cmh2o balloon were implanted. Boston scientific has been unable to obtain additional information regarding the circumstances surrounding this event to date. Product was explanted and expected to be returned. A supplemental report will be filed after product has been returned and product analysis has been completed.